Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a growth across his stomach. Patient was not able to clarify if the growth was caused by the lifevest or not, advised it was an infection and there was blood and drainage. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor had to cut the growth out. Follow up indicated that the skin irritation, infection is improving. Reporting out of abundance of caution.